Event description:
The patient reported that the pump dispensed insulin during the load step of a routine cartridge change. The patient stated he attempted the load step 4 times, and the issue remained unresolved. There was no reported patient impact as a result of the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a blank display screen with auditory and vibratory features. Review of black box data did not find any ¿no cartridge detected¿ alarms. Functional testing could not be completed due to the blank display issue and the alleged cartridge detection issue was unable to be fully investigated. No conclusion can be drawn. Pump casing was opened, there was no damages to the force sensor pins. Unrelated to the complaint, the keypad cover was found to be torn.